Event description:
The customer reported that the sys would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The sys software was reloaded. The system was then found to be operating as intended.